Manufacturer narrative:
An event regarding a foreign matter in the packaging of an trident shell was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection was completed on the returned parts, there was a yellow staining effect on the inner surface of the packaging foam. (B)(4) lab analysis of yellow discoloration on returned customer part: the yellow stained areas have a rougher texture and are stiffer compared to the surrounding unstained areas, possibly suggesting some degradation of the polyethylene material. The precise chemical nature of the staining could not be identified. The stain was well adhered to the foam surface and could only be removed by using a scalpel. Eds analysis showed strong peaks for carbon and oxygen, which would indicate a carbon based material. Stryker packaging team completed a walkthrough of the packaging process and concluded that there are no areas where the foam can become discoloured in this way. Similarly, the supplier (B)(4), performed a review of their processes in 2016 as per (B)(4), no further specific root cause was identified. -medical records received and evaluation: there were no medical records received for evaluation. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event was confirmed, however a root cause could not be determined.

Event description:
A trident psl ha solid back acetabular shell was opened and the protective cover was found to be stained/discolored. Subsequently the device was rejected by the surgeon. The surgeon requested that another acetabular shell be opened.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
A trident psl ha solid back acetabular shell was opened and the protective cover was found to be stained/discolored. Subsequently the device was rejected by the surgeon. The surgeon requested that another acetabular shell be opened.